Event description:
It was reported that during routine followup in 2009, interrogation indicated the device had reached eri one month earlier. A system upgrade was discussed at that time.the patient, who was pacemaker dependant, presented approximately 8 weeks later at the hospital in 'bad condition'. Interrogation of the device indicated no capture or telemetry. The device was emergently explanted and replaced. The patient died approximately 2 hours post-implant. There is no allegation from a health care professional that the death was device related. Additional information received reported that in 2008, the device indicated estimated remaining longevity of 10 months. When patient was brought to hospital, rate was approximately 20 bpm, given medication, rate increased to 40-50 bpm, but dropped again to 20. Patient was coded and the device was replaced during the code. Patient died due to electro mechanical dissociation.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.the cause of death has been requested but has not been received. Evaluation summary preliminary testing confirmed the reported no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires. It was reported that during routine followup in 2009, interrogation indicated the device had reached eri one month earlier. A system upgrade was discussed at that time.the patient, who was pacemaker dependant, presented approximately 8 weeks later at the hospital in 'bad condition'. Interrogation of the device indicated no capture or telemetry. The device was emergently explanted and replaced. The patient died approximately 2 hours post-implant. There is no allegation from a health care professional that the death was device related. Additional information received reported that in 2008, the device indicated estimated remaining longevity of 10 months. When patient was brought to hospital, rate was approximately 20 bpm, given medication, rate increased to 40-50 bpm, but dropped again to 20. Patient was coded and the device was replaced during the code. Patient died due to electromechanical dissociation. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure wire device was out of specification in a manner that relates to event capture, failure to 1interrogate, difficult to low battery.